Event description:
It was reported that as lvp 20d 3ss cv tubing is bubbling. The following information was provided by the initial reporter: material no.: 2426-0007, batch no.: unknown (possible lots: 20057139, 20037409, 19115336, 20036824, 20056651). It was reported the primary tubing is bubbling inside the pump segment.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of the primary tubing is bubbling inside the pump segment could not be verified due to the product not being returned for failure investigation. A DHR was performed on the following possible lots 20057139, 20037409, 19115336, 20036824, 20056651 for 2426-0007. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 20057139, medical device expiration date: 2023-05-29, device manufacture date: 2020-05-29. Medical device lot #: 20037409, medical device expiration date: 2023-03-31, device manufacture date: 2020-03-31. Medical device lot #: 19115336, medical device expiration date: 2022-11-02, device manufacture date: 2019-11-02. Medical device lot #: 20036824, medical device expiration date: 2023-03-24, device manufacture date: 2020-03-21. Medical device lot #: 20056651, medical device expiration date: 2023-05-21, device manufacture date: 2020-05-21. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv tubing is bubbling. The following information was provided by the initial reporter: material no.: 2426-0007 batch no.: unknown (possible lots: 20057139, 20037409, 19115336, 20036824, 20056651). It was reported the primary tubing is bubbling inside the pump segment.